Manufacturer narrative:
Follow up #1 - the pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue; display lens is scratched, it is not know if the screen can be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 07/21/2015.device evaluation: the device has been returned and evaluated by product analysis on 07/06/2015 with the following findings: on investigation, the display screen was confirmed to be scratched. Additionally, the display was noted to be dim/faded/discolored. Unrelated to the original display complaint, the battery compartment was found to be cracked in two areas.